Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that both the atrial and ventricular leads had high thresholds, and the atrial lead could not capture the atrium. The leads were capped and replaced. No patient complications were reported as a result of this event.